Manufacturer narrative:
Correction: g4.

Event description:
Information was received indicating that during use of the cadd extension sets, the customer noticed medical fluid was leaking from the filter. There were no adverse events reported.

Manufacturer narrative:
One cadd extension set was received to investigate the reported leakage. The sample was received in used conditions with its original packaging inside in a plastic bag. A leak test was performed using the hydrostatic vessel. The extension set leaked from the filter vent; the complaint was confirmed. The root cause was determined to be due to silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.